Event description:
It was reported that the patient is very sensitive to pacemaker therapies. The patient felt "deep, huge, hurtful flutters" when the antenna of the carelink monitor was placed over the pacemaker. The patient indicated this was the third time using the carelink monitor and they had felt the same each time. The patient stated that it is "uncomfortable" and continues to feel symptoms intermittently for up to two days after transmission. The call ended when the patient did not want to proceed because of "[feeling] funny" and "chest is hurting". The carelink monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the patient reported a very sensitive to pacer maker therapies. The patient felt "deep, huge, hurtful flutters" when placed the antenna of the care link monitor over the pace maker. Patient indicated this was the third times and very uncomfortable. The care link monitor was returned and the new monitor was replaced. No patient complications have been reported as a result of this event. It was reported that the patient is very sensitive to pacemaker therapies. The patient felt "deep, huge, hurtful flutters" when placed the antenna of the care link monitor over the pacemaker. Patient indicated this was the third time using the care link monitor and she had felt the same each time. The patient stated that it is "uncomfortable" and continues to feel symptoms intermittently for up to two days after transmission. The call ended when the patient did not want to proceed because of "[feeling] funny" and "chest is hurting". The care link monitor was returned. No patient complications have been reported as a result of this event.